Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The root cause of this event cannot be conclusively determined with the available information. It was noted that the patient originally had aortic valve replacement with an ascending aortic graft. The valve was also replaced with another edwards valve, one size smaller. It appears that procedural related factors at the original time of valve implantation may have caused or contributed to this event. There has been no indication or allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a 23 mm edwards aortic valve, implanted for a month, underwent redo aortic valve replacement due to perivalvular leak. The explanted device was replaced with a 21 mm edwards aortic valve. The (B)(6) year old male, who initially underwent aortic valve replacement and ascending aortic graft, was bleeding postoperatively and was re-explored. The patient recovered and was discharged home. He decompensated; however, was found to be in heart block. He underwent placement of a pacemaker and was evaluated for a possible aortic insufficiency and possible vsd. The patient was admitted for surgery. Intraoperatively, the defect in the septum was visualized and it was determined to be a gerbode's direct, although not congenital. Following visualization of the vsd, the ascending graft was opened up. The subject device was visualized. A perivalvular leak was noted near the right coronary cusp toward the non-coronary. The valve was removed and the subvalvular apparatus inspected. A total of 21 sutures were placed in the subannular position. One at each commissure and six in each leaflet. Then the vsd was closed with a dacron patch. The annulus was sized to a 21 mm aortic valve. The valve was parachute into place and secured with a cor-knot. The graft was then closed with bioglue. Then the cross-clamp was removed. Evaluation of the lv outflow tract into the right atrium showed no oxygenated blood going back into the right heart from the septum. No jets were seen. The right atriotomy was closed. The patient was slowly weaned from cpb. Protamine was administered and the patient was resuscitated with several packs of cryoprecipitate and platelets. There was no bleeding. The patient did fairly well. He was transferred to the intensive care unit. Follow-up echo demonstrated no perivalvular leak and no residual shunt. Patient was discharged home on pod #8.